Event description:
Estimated date of incident february 2024. It was reported that the shell broken aid sent with charging case for that aid as well. Further follow up is requested, but not yet received. 16apr2024, it has been confirmed that the incident did not cause harm to the user and it is unclear how the damage to the device appeared. No further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. 16apr2024 manufacturer's investigation: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it was reported that right in-the-canal custom made hearing aid shell is broken. It has been confirmed that the incident did not cause harm to the user and it is unclear how the damage appeared. No fault has been found in modeling process. Clinical conclusion is that the incident did not cause harm to the patient. Clinical evaluation according to clinical evaluation plan: despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk register reference: precise cause of the device damage is not known. Risks related to such device damage are generally known, considered in the risk analysis, mitigated, communicated to the user and deemed to be of an acceptable nature. Manufacturer's investigation. This is a final report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation. This is an initial report.

Event description:
Estimated date of incident (B)(6) 2024. It was reported that the shell broken aid sent with charging case for that aid as well. Further follow up is requested, but not yet received.